Event description:
It was reported that the fiber fractured at first use. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber fractured at first use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was received in two pieces. The reported fiber break was confirmed. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.